Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia. The patient's blood glucose levels decreased to 15 mg/dl while wearing the pod longer then 48 hours. Symptoms reported include confusion and was not able to talk. The patient was treated with liquids through an IV (intravenous). The patient was released from the ambulance 40 minutes later. The pod was worn when seeking medical attention.